Event description:
The customer reported, "having problems with MDR unit to record images. Today, it stopped recording halfway through a swallow study, lost images." The fse indicated the customer did lose cine and static images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The MDR board was replaced during the service call. The system was tested and found to be working as intended and put back into service.